Event description:
Cynosure received medwatch report # mw5164072 on (B)(6) 2025 with patient reporting severe pain at vaginal opening and left side of their internal vaginal wall following 3 monalisa touch laser treatments. Device details are unknown since medwatch report did not have this information. Patient or clinic contact information was also not included and therefore no additional information was retrieved. Cynosure is reporting this event out of an abundance of caution and based on the medwatch report stating the event is a serious injury.